Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's parent that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 522 to 594 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting, nausea, and stomach ache. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and the caller alleged pump under delivery. The caller stated their transmitter had stopped working. The insulin pump will not be returned for analysis.